Manufacturer narrative:
Device evaluation: result - a sample is not available for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6012336. There is no evidence of mechanical maintenance or internal occurrence records during production of this lot which may be related to the customer's reported defect. Conclusions - bd was not able to duplicate or confirm the customer's indicated failure. According to the rick analysis of the needle assembly process, nonconformity may have occurred due to incorrect alignment of the cannula in relation to the central axis of positioning of the shield. As there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle was curved and pierced the primary packaging, causing a needle stick injury to the technician. No further information is available.